Manufacturer narrative:
Additional event details. Linked with MDR: 2029214-2019-00830. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The coils were removed from the patient anatomy. The coils were repositioned. There was no fiction or difficulty. The coils were not attempted to be detached. The pushwires were not rotated. A sent was used to complete the procedure. This event occurred during the treatment of a ruptured saccular acme 4mm. Young adult (over 18 and under 60).

Manufacturer narrative:
The axium has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00830. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coils detached prematurely during coiling treatment for an aneurysm. Reported device and any accessory devices were prepared as indicated in the IFU. No, there was not any surgical or medicinal intervention required. The pushwire was not bent or broken. Yes, the continuous flush administered during the procedure. No patient injury was reported. No images available for review. The vessel was observed severely tortuous.